Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded from 6.5 cm to 6.6 cm from the connector pin. Abrasions are indicative of exposure to constant friction with another implantable device.

Event description:
It was reported that the atrial lead exhibited noise and high thresholds. The lead was explanted and replaced.